Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's dad reported via phone call that the insulin pump was beeping and screen was flashing on and off. The customer¿s blood glucose level was 101 mg/dl. Troubleshooting was assisted. Customer reports display was flashing. Customer reports pump screen flashing when screen was turned on after being in sleep mode. The customer was advised to discontinue from the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.